Event description:
The patient presented to the emergency department with breathlessness. ECG evaluation revealed an underlying complete heart block with a ventricular rate of 43 bpm.the pacemaker could not be interrogated. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.